Event description:
A customer reported a high blood glucose level, with the specific value displayed as "high" and suspected causes unknown. The customer declined further troubleshooting, confirmed there were no defects or recalls, and planned to change the infusion set and cartridge after the call with technical support, who advised contacting them again if high blood glucose levels persisted.